Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer reported high blood glucose level over 500 mg/dl. Customer reported consistent insulin flow block alarm and no solution, resulting in hospitalization. Auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.